Manufacturer narrative:
Evaluation complete. See attached evaluation summary report.

Manufacturer narrative:
At this time, the suspected device has not been returned for evaluation. Therefore, root cause has not been determined yet. A supplemental report will be issued if additional information is obtained.

Event description:
It was reported the patient had been on ventilator for 3 days when the ventilator began alarming low fio2. The doctor changed patient to another device. There was no patient harm reported. Once the patient was removed from the ventilator, a device check was performed where the system leak test failed and had a high air inlet pressure alarm.